Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, white particles inside the device and crease fold. Leak test was performed and no leakage was found. A microscopic analysis was performed which no identified openings in the device. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "leaking from valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.